Event description:
It was reported that the patient was in ICU and reportedly had gone into vf and three external cardioversions returned the patient to a stable rhythm. Egms showed episodes of non-sustained noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.